Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that precision edge surgical products manufactured the tap/reamer for trochanteric fixation nail screw, part #357.430, and lot #pe00932 on po #(B)(4) for (B)(4) pieces delivered (B)(4) 2011, on po #(B)(4) for (B)(4) pieces delivered (B)(4) 2011, on po #(B)(4) for (B)(4) pieces delivered (B)(4) 2011, on po #(B)(4) for (B)(4) pieces delivered (B)(4) 2011 and on po #(B)(4) for (B)(4) pieces delivered (B)(4) 2011. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2011 (po #(B)(4), (B)(4) 2011 (po #(B)(4)) and (B)(4) 2011 (po #(B)(4) and synthes final inspection sheet #(B)(4), revision ¿c¿. The parts were released to the warehouse on (B)(4) 2011 (po #(B)(4)), (B)(4) 2011 (po #(B)(4)) and (B)(4) 2011 (po (B)(4)).there were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an intramedullary nailing procedure of a left hip fracture was performed. The trochanteric fixation nail screw option was being used. The tap/reamer instrument handle broke off and the instrumented end of the tap/reamer remained in the proximal femur; vice-grip pliers were used. The vice-grip pliers were rotated counterclockwise to remove the end of the tap/reamer. The surgeon was able to successfully proceed with the remainder of the procedure. The procedure was completed successfully. The patient outcome is unknown. There was a 5 to 10 minute surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the returned device shows light use during it 3.5 year lifespan. The t-handle and shaft of the screwdriver separated at the weld but are in good condition and have minimal scratches and marks from routine use. The distal threads are undamaged. A design change was made on dco (B)(4) released on 2/14/12 to change the handle from 440a to 17-4 stainless steel. The change was made to improve the performance of product. The current drawing 357.430, rev. D for the instrument(s) was reviewed and is determined to be suitable for the design and related dimensional conformity. The returned instrument(s) are used during the screw option of trochanteric fixation nail (tfn) implantations and proper use and maintenance are addressed in technique guides j9516-c. The returned device is multi use and is used for tapping the femur prior to inserting the helical screw. The root cause for this complaint is design related as this product was produced before the new design change was implemented via dco (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.